Manufacturer narrative:
The third party service agent advised physio-control that after replacing the power supply assembly and battery assembly the reported failure returned. They then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would not power on. The device also would not charge a depleted battery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). A contracted third party service agent evaluated the device and verified the reported failure. The service agent ordered a replacement power supply assembly and a replacement battery. After the repair is performed and proper device operation is observed, the device will be returned to the customer for use. The device has not been returned to physio-control for evaluation.